Event description:
Information was received that the bivona tracheostomy tube over inflated on one side of the balloon. No reported adverse effects.

Manufacturer narrative:
One tts tracheostomy tube 6.0mm tight to shaft cuff was received in used condition. Visual inspection of the device did not reveal any defects. Using a standard syringe, 10cc's of air was inserted into the inflation. Using a standard ruler, the cuff was measured from the center of the shaft to the smaller side of the cuff; it measured 10mm. The larger side of the cuff measured 15mm. Although the cuff may have appeared to be over-inflated on one side, the investigation determined it met the manufacturing specification of ratio for tts trach. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.